Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 4cm balloon. The balloon appeared to have been previously inflated and deflated. The balloon and catheter were kinked 37.4cm and 40.7cm from the distal tip. After review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user facility. No anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with slight resistance at the kink. The balloon was then inflated with water using an in-house inflation device. The balloon was inflated to rbp (40 atm), and then deflated. The balloon took the appropriate shape upon inflation and was not asymmetrical in appearance. The deflation time of the balloon was approximately 4 seconds, which is within the specification. The same test was repeated, yielding the same results. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for deflation issues, as the balloon was able to be inflated and deflated without issue during laboratory testing. The definitive root cause for the reported deflation issues could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current conquest pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure in the mid/lower left arm graft, the health care provider (hcp) effaced the lesion but allegedly had difficulty deflating the balloon all of the way. The hcp removed the balloon in its entirety through the sheath without difficulty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure in the mid/lower left arm graft, the health care provider (hcp) effaced the lesion but allegedly had difficulty deflating the balloon all of the way. The hcp removed the balloon in its entirety through the sheath without difficulty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.